Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a loud pop from the uninterrupted power supply (ups) during a patient run. Customer reported that there was a burning smell. Customer reported that the manufacturer for the ups assisted them to bypass the ups and the unicel dxc 800 synchron system has booted up. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).